Manufacturer narrative:
This report is being amended to reflect changes. No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-014-3852-y/fulltext.html. This report will be amended when our investigation is complete.

Event description:
It was reported that five patients were noted to have brooker class iii lesions postoperatively.